Event description:
The patient was being titrated off a paralytic. In an attempt to assess using the nerve stimulator, the caregiver noticed the device's light was not flashing. When the device was opened, a red wire was found to not be connected. A different device was used to finish the process. The wire was connected by biomed.